Event description:
The facility reported the device to have overinfused a medication called ancef. The facility's rep stated the pump was programmed to ramp up and ramp down but the specific volume to be infused or times it was programmed to infuse over were not available. The bag was reported to have a 10% overfill of medication. The facility's rep stated that the infusion was completed at 6:30am, seven hours earlier than expected. There was no report of pt injury or need for medical intervention. No additional contacts were provided.